Event description:
The customer reported an e01 error code displayed on his olympus endoscope reprocessor while reprocessing his olympus evis lucera elite colonovideoscope. This event had no patient involvement. This report is being submitted to capture the colonovideoscope. For details related to the endoscope reprocessor, please see report with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user not fully understanding the maintenance methods for the device, as evidenced by the water filter of the device not being replaced for over three years. It is expected that the user facility receive instruction/reinstruction on the methods device usage including maintenance in line with the instruction manual. Olympus will continue to monitor field performance for this device.